Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that the lead was dislodged. During the procedure to replace the lead, it was not possible to retract the lead helix. After the lead was extracted, it took 21 turns to extend the screw. A different lead was successfully implanted. No patient complications have been reported as a result of this event.